Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary picture review: narrative (screw breakage) could be confirmed from provided pictures. It looks like three distal screws are broken. However, it is not possible to identify the root cause for the reported problem without having the complained implants available for investigation. Based on the provided information we can only assume that patient related factors did lead to an early fatigue failure of the osteosynthesis material. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent for complete implant removal after pseudarthrosis with failed distal locking screws. Revision of failed nail (broken locking screws) in interspatial with stryker retrograde nail. Previously, the patient had femur fix after car accident by bike, fixed with a 13-hole lcp df (liss) plate on 10.25.2018. The removal procedure was completed successfully without delay reported. The patient outcome unknown. Concomitant devices reported: lfn nail (part # 04.003.269, lot # unknown, quantity 1), unknown hip screw (part # unknown, lot # unknown, quantity 1), unknown end cap (part # unknown, lot # unknown, quantity 1). This complaint involves five (5) devices. This report is for (1) 5.0mm ti locking screw w/t25 stardrive 48mm for im nails. This is report 1 of 5 for (B)(4). Related product complaint: (B)(4).